Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 202 mg/dl while the sensor glucose reading was 62 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is not within acceptable range. The customer stated her blood glucose when the incident first began was 585 mg/dl. The customer treated with manual syringe. The customer stated that she went to sleep yesterday and her pump went into suspend mode. The customer stated that she also received a calibration error. The customer was advised to calibrate when her blood glucose are stable.